Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer switched to an alternate insulin delivery method using multiple daily injections, and tandem technical support arranged to replace the pump, sending notification and instructions for returning the malfunctioning device.